Event description:
A patient was implanted with a pdc vivo implant at level c4-5 on (B)(6) 2024. At a check up it was found that the implant had subsided and migrated anteriorly. No patient symptoms were reported. The surgeon plans to remove the implant and complete a posterior cervical fusion.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant at level c4-5 on (B)(6) 2024. At a check up it was found that the implant had subsided and migrated anteriorly. No patient symptoms were reported. The surgeon plans to remove the implant and complete a posterior cervical fusion. A review of the DHR found no anomalies associated with the complaint. Complaint trending found out that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The complaint device remains in the patient until the date of the removal surgery which is planned but not completed. If the device is returned following the removal surgery an evaluation will be completed following exponent's approved prodisc c device evaluation protocol. No imaging was provided. No anomalies were identified during the complaint investigation. A removal will be completed due to implant migration and subsidence. A reason for the migration and subsidence is unknown. The submission is 1 of 1 devices involved in this event.